Event description:
The user facility reported the angio-seal device having a crack in the shaft. Event occurred pre-operative.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for sheath mechanical damage as the sample was not provided for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.